Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was experienced from an unknown location. The leak was discovered after treatment was cancelled in step 9. There were no alarms or warnings prior to the leak. Fluid was discovered in the pump module area of the cycler. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that the cycler did not alarm during the reported event. After treatment was complete in step 9, the patient confirmed that fluid began leaking out of the door while the cassette was removed. The patient confirmed there were no issues with the solution bags used during the event. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated they are scheduled to receive a replacement cycler and has elected to complete pd treatment using the old cycler in absence of the new replacement cycler. The patient confirmed they have been completing their treatments on the old cycler with no issues after the reported leak event. The patient confirmed that the cassette used during the leak event was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was experienced from an unknown location. The leak was discovered after treatment was cancelled in step 9. There were no alarms or warnings prior to the leak. Fluid was discovered in the pump module area of the cycler. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that the cycler did not alarm during the reported event. After treatment was complete in step 9, the patient confirmed that fluid began leaking out of the door while the cassette was removed. The patient confirmed there were no issues with the solution bags used during the event. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated they are scheduled to receive a replacement cycler and has elected to complete pd treatment using the old cycler in absence of the new replacement cycler. The patient confirmed they have been completing their treatments on the old cycler with no issues after the reported leak event. The patient confirmed that the cassette used during the leak event was discarded and not available for return to the manufacturer for physical evaluation.